Event description:
The pt reported experiencing elevated blood glucose levels (30mmol/l) and positive ketones following 'no prime' warnings. The pt reported being advised to go to the hospital, but did not go. The pt reported treating herself with insulin injections. It is unclear if the pt was on multiple daily injections or insulin infusion pump therapy at the time of the event.

Manufacturer narrative:
The pump was returned to animas for eval. The pump was evaluated and found to be delivering insulin accurately. The pt reported 'no prime' alarms prior to blood glucose elevation, which could not be duplicated. The pump was found to have moisture damage to the printed circuit board, and pump history was unable to be downloaded.